Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported complaint. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the on/off button of an astral device was not functional. There was no harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation can be performed. The astral device has not been returned to resmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).